Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1100 mg/dl. The customer was not available at the time of the report to perform troubleshooting. Nothing further was reported.